Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, an aortic valve replacement was performed due to severe calcific aortic valve stenosis and this 25 mm sjm trifecta valve was implanted. Mitral valve annuloplasty was performed using a band from another manufacturer. On (B)(6) 2016, the patient was admitted to the hospital for acute worsening of chronic dyspnea. Echo revealed a structural abnormality including calcification and a perforation in the non-coronary cusp of the aortic valve which led to severe regurgitation and moderate stenosis. The patient was discharged after 2 days. On (B)(6) 2017, the valve was explanted and replaced with a 23 mm aortic valve from another manufacturer. Concomitantly, a mitral valve replacement and tricuspid valve annuloplasty were also performed with the implant of a 25 mm mitral valve and a annuloplasty ring from another manufacturer. It was reported the patient has been discharged from the hospital. (Clinical study patient (B)(6))

Manufacturer narrative:
The results of this investigation concluded fibrous pannus ingrowth was found on the outflow surface of leaflets 1 and 3, and on the inflow surface of leaflet 3. Focal calcification was found within the inflow pannus observed on leaflet 3. A fibrous nodule was observed within the tissue of leaflet 2. Tearing was observed in all three leaflets. No acute inflammation was observed. No evidence was found to suggest the cause of the pannus, tearing, fibrous nodule, and calcification was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.